Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation with low flow events recorded. The patient was having persistent low flow alarms. The event log file captured persistent low flow alarm events on (B)(6) 2026. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. Log files were provided from a recently replaced system controller. The previous system controller recorded persistent low flow alarms on its event log file. On the new controller, the trended data appeared to show a downward trend in recorded calculated average flow and calculated pi values over its history. The patient underwent a pump exchange on (B)(6) 2026.